Event description:
(B)(4). My insurance had no problems paying for this, I had it inserted in (B)(6) 2005. Since I have lived in pain everyday since. Joint pain, heavy bleeding, abnormal periods some lasting 52 days, clotting, tissue loss, hair loss, weight gain, fatigue, loss of appetite, blurry vision, headaches, itching all over, mood disorder, depression, chest pains, every joint hurts, abdominal pain. Shortness of breath, nausea,